Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and removal difficulty occurred. There were multiple lesions with 75-99% stenosis located in the moderately to severely calcified and moderately tortuous unspecified shunt vessel. The 6.0x40mm 75cm mustang balloon catheter was advanced and inflated to 22 atms in two lesions. The balloon catheter was advanced to another lesion and inflated to 28 atms for about 5 seconds and the balloon ruptured. The physician could not withdraw the balloon catheter into the sheath, so the device was removed surgically. No further patient complications were reported and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was torn circumferentially at approximately 29mm proximal to the distal transition zone. The distal portion of the balloon was attached to the distal tip. It was noted that the single lumen shaft was severely stretched and bunched in appearance. A 0.035 inch guidewire was inserted through device. It was not possible to remove the guidewire from the device. The device and guidewire were inserted through a 5 french sheath. The device was free moving within the sheath. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error as the device was reportedly inflated beyond rated burst pressure (rbp). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture and removal difficulty occurred. There were multiple lesions with 75-99% stenosis located in the moderately to severely calcified and moderately tortuous unspecified shunt vessel. The 6.0x40mm 75cm mustang balloon catheter was advanced and inflated to 22 atms in two lesions. The balloon catheter was advanced to another lesion and inflated to 28 atms for about 5 seconds and the balloon ruptured. The physician could not withdraw the balloon catheter into the sheath, so the device was removed surgically. No further patient complications were reported and the patient status is good.